Event description:
It was reported that during a ptca procedure, the balloon would not deflate. A syringe was used to partially deflate the balloon and the entire system including the guiding catheter was removed. Patient status is listed as "okay".